Event description:
It was reported that customer¿s insulin pump displayed a malfunction alarm related to software. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if any further malfunction alarms occurred.